Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: 1.) Image flicker and abnormal endoscopic image color: the device evaluation confirmed a failure of the dp board and cp board. It is likely that the reported phenomena occurred because a component on the dp board or the cp board failed accidentally. 2.) B30 error: the reported problem of "b30 error" could not be confirmed on the device evaluation, therefore, it is likely that communication with the endoscope did not work properly because the endoscope connector was used in the state where foreign objects such as dust, debris, and detergent remnants adhered to the electrical contacts on the endoscope connector, resulting in occurrence of the event. 3.) E216 error (scope communication err): the event in question was not confirmed during the device evaluation. Therefore, it is likely that communication with the endoscope did not work properly because the endoscope connector was used in the state where foreign objects such as dust, debris, and detergent remnants adhered to the electrical contacts on the endoscope connector, resulting in occurrence of the event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed and determined to be a color tone issue, caused by a faulty printed circuit board.

Event description:
A user facility reported to olympus that, when using the olympus cv-190 with all 190 series scopes the image was "grainy" and the errors e316 and b30 (scope communication) were generated. There was no patient injury or harm, associated with the problem, reported to olympus.